Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a stylus issue. The stylus was replaced and recalibrated, handle support was also installed. All functions and performance tests were conducted using the test console, and it was confirmed that there were no abnormalities. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was misaligned, the user indicates they attempted to correct the issue, but the stylus remained offset by 2-3 centimetres. The device has been returned for service. There was no patient involvement.